Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was showing a delay in navigation between instrument position in person and in software. The clinical specialist (cs) noted he was unable to replicate the issue consistently. There was one occurrence when doing the system checkout where everything was on and the reference frame was pointed at the camera. The camera was not able to see anything and a restart resolved the issue. The cs moved the camera around and it stayed connected. Technical services (ts) suggested reseating the connections on the camera cart and the connection to the router as well for the cart to cart connection. Cs reseated the router and uninterruptible power supply (ups) ports. At the time, c did not see any bent pins on the cart to cart connection cord. Cs reseated the cords on the camera. The system was on for about over 10-15 minutes and the system did not display localizer not connected. The issue occurred during a cranial tumor resection. A hard reboot resolved the issue. There was a delay of around 5-10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, h3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.